Event description:
The pt has an scs system which includes a surgical lead. It was reported the pt state, he never had effective pain coverage of his right upper hip region. The physician implanted a percutaneous lead next to the surgical lead and disabled contacts 1-8 of the existing lead. The aforementioned procedure occurred on (B)(6) 2012. Effective stimulation was achieved post-operatively. No product will be returned to the MFR for analysis as the device remains implanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.